Event description:
It was reported that the patient presented with backup operation found on the pacemaker due to event queue overflow. A reset was performed, and the pacemaker was restored. Patient condition was stable.